Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer for physical evaluation and no photographs were provided for review. An analysis of the retained samples was not performed due to the high unlikelihood of failure detection from 100% testing and the small number of reserve samples. A batch record review was completed. 19,872 devices originated from this lot that were inspected to protocol and were found to be conforming to specification. No indication for any relationship with the reported failure mode has been found during the review. The reported issue is not confirmed.

Event description:
It was reported to fresenius that a f40s dialyzer broke during a patient's hemodialysis (hd) treatment. The reported issue occurred approximately one hour after treatment initiation on a baxter ak98 (non-fresenius) hd machine with baxter bl120n (non-fresenius) neonatal bloodline tubing. Upon attempting to return the patient's blood a whistling noise could be heard from the dialyzer and multiple pressure alarms were received. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is 78 ml (the volume of the baxter bl120n bloodline tubing that was used). It was not reported that the patient experienced a serious injury or required medical intervention. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a f40s dialyzer broke during a patient's hemodialysis (hd) treatment. The reported issue occurred approximately one hour after treatment initiation on a baxter ak98 (non-fresenius) hd machine with baxter bl120n (non-fresenius) neonatal bloodline tubing. Upon attempting to return the patient's blood a whistling noise could be heard from the dialyzer and multiple pressure alarms were received. The patient's blood could not be returned. The patient's estimated blood loss (ebl) is 78 ml (the volume of the baxter bl120n bloodline tubing that was used). It was not reported that the patient experienced a serious injury or required medical intervention. The sample was reported to be unavailable to be returned to the manufacturer for physical evaluation.